Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly the device worked perfectly, but the patient continued to bleed afterward. Surgical intervention was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be completed, nor a review for complaint history could be performed because the part number and lot number were not reported. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the vessel locator wings were not positioned properly or there was a partial capture of the vessel due to patient obesity. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.